Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 87.0 cm from the proximal end. The embolization coil was intact with the pusher assembly and had offset coil winds on its proximal end. During functional testing, the embolization coil was able to advance through the introducer sheath without issue but the pusher assembly was unable to advance through the introducer sheath due to the kink. Conclusions: evaluation of the returned pod pc confirmed a pusher assembly kink. If the device is forcefully advanced against resistance, damage such as a pusher assembly kink may occur. It was reported that the non-penumbra microcatheter used in the procedure was kinked. This kinked microcatheter likely contributed to the resistance experienced during the procedure. The non-penumbra microcatheter was not returned for evaluation. Further evaluation revealed offset coil winds on the proximal end of the embolization coil. This damage was likely incidental to the reported complaint and typically occurs if the device is manipulated against resistance. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat an endoleak using ruby coils, pod packing coils (pod pc), and a non-penumbra microcatheter. During the procedure, the physician placed two ruby coils in the target vessel using the microcatheter. Next, while advancing a pod pc through the microcatheter, the physician experienced resistance and noticed the pusher assembly of the pod pc was kinked; therefore, the pod pc was removed. It was reported that the physician subsequently noticed the microcatheter was kinked; therefore, it was not used for the remainder of the procedure. The procedure was completed using other ruby coils and another non-penumbra microcatheter. There was no adverse effect to the patient.